Manufacturer narrative:
It was reported by an attorney that mesh was implanted to treat stress urinary incontinence on (B)(6) 2001 and (B)(6) 2012. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia. It was further reported that patient underwent mesh revision/removal on (B)(6) 2012 due to erosion of mesh. (B)(4).

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It also was reported that the patient underwent another gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.